Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, crosstalk oversensing was observed. Review of session records noted several non-sustained rv oversensing episodes caused by significant amounts of crosstalk being oversensing and inhibiting pacing. Further testing and device reprogramming was recommended. Patient was scheduled for in-clinic follow-up but the patient did not show-up. Patient was scheduled for another follow-up.

Event description:
New information received notes that cross-talk oversensing was observed again. It is unknown if previously device was reprogrammed to solve the issue. Programming changes were recommended again.